Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited a decrease in impedance measurements to 200 ohms. Noise was also observed on the atrial channel. It was noted that the decrease in impedance and noise started just after the change out procedure a month earlier. Boston scientific technical services (ts) was consulted and suggested evaluating the lead with isometrics and pocket manipulation. It was further noted that the patient only paces two percent in the atrium. At this time the clinic is continuing to monitor the lead and patient. The ra lead remains in service and no adverse patient effects were reported.